Event description:
Two discordant high results for calcium (ca) were obtained on an advia 2400 instrument. The results were not reported out. The samples were rerun on a different advia 2400 instrument in the laboratory. Only the correct repeated results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant ca results was due to a malfunction of the mixer 1 rotational motor. The fse replaced the mixer 1 motor. The instrument is performing within specifications. Further evaluation of the device is not required.